Event description:
The reporter experienced an er1 message. She did not retest and does not remember which side of the test strip she applied blood to. She did not experience any symptoms or seek medical advice/treatment from a healthcare professional.